Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported a glaucoma filtration device would not separate from the insertion device. Additional information reports the incision was enlarged. The procedure was also changed to a trab.

Manufacturer narrative:
Additional information provided in h.3., h.6., and h.10. Customer reported that a ¿shunt would not separate from insertion device". No other complaints for this lot. The sample has not been received; therefore, the condition of the product could not be verified and visual inspection could not be performed. The device history record (DHR) for the batch was reviewed. No abnormalities were found during the DHR review and the product was released according to approved release criteria. Since the sample has not been received, the root cause can not be determined and the complain cannot be confirmed. The manufacturer internal reference number is: (B)(4).